Event description:
It was reported that the trailing haptic of the intraocular lens (iol) kinked (crimped) during insertion/implantation and the lens was removed during the same procedure. The incision was enlarged slightly; no sutures were needed. Another lens was implanted and no patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The intraocular lens was not returned to the manufacturer. In follow up it was learned that the disposition of the device was unknown. The health care professional stated that it must have been discarded. Manufacturing records were reviewed: all process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. In manufacturing, lenses are 100% measured for diopter and lens thickness. Also, lenses are 100% inspected at (B)(4) microscope magnification. Any defects on the lenses and/or lens haptics that do not meet the criteria specifications are rejected. Based on the manufacturing record review, no deviation or assignable cause was identified for the reported events. All pertinent information available to the manufacturer has been submitted.